Manufacturer narrative:
The customer reported the tips of the stardrive screwdriver shaft (p/n 314.116, lot# 5147879) was to be twisted and will not engage screws properly. The investigation summary identified the stardrive screwdriver shaft as stripped. This complaint is confirmed as the complaint conditions was visually confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for all returned screwdrivers (p/n 314.116/lot# 5147879) due to confirmed visible damage to their tip. Visual inspection under 5x magnification, functional test (as applicable), device history record (DHR) review and drawing review were performed as part of this investigation. Stardrive screwdriver shaft qc/t15 (p/n 314.116, lot# 5147879): the device¿s stardrive tip is stripped. Minor dents were observed on the edges of the tip. There are no scratch/wear marks on the rest of the shaft surface. Part # 314.116: t-15 screwdriver shaft drawing was reviewed. The dimensions of the tip feature could not be accurately measured due to the cumulative wear, observed damage and the stringent specification requirements (spec: diameter 3.408 mm +/-0.005). A design change has occurred where the material was changed to improve toughness of the device which should address the complaint condition to some extent. The failure mode for the stardrive screwdriver shaft is probably associated with the following two reasons: rough handling of the screwdriver either during a surgery or during the cleaning process and due to applying torque to the device when the stardrive tip is not fully engaged/seated into the screw recess. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Concomitant medical products: screws (part, lot, and quantities unknown). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number 5147879. Manufacturing location: (B)(4). Date of manufacture: 18-apr-2006. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while restocking field equipment on consignment at the hospital it was noted that six devices were damaged. It was confirmed that the damaged devices were not involved in any specific case. The set of reductions forceps for large bones was noted to not stay tight; the clamp when locked loosens up. The tips of three screwdrivers were noted to be twisted and will not engage screws properly. Lastly the tips of two depth gauges were noted to be broken off completely and can no longer measure length. This is report 1 of 1 for (B)(4).